Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for c all was pt wanted to know if they could use the ultrasound machine to help with their back spasms. Pt mentioned the insurance refused to pay for the treatment and pt wanted to try the ultrasound because prior to implant pt used to use it to get rid of muscle spasms. Pt mentioned they did not use it since implanted. Pt was not sure but thought ultrasound was therapeutic. Pt also mentioned they had the x-ray image of their 'coiled up' lead when agent was reviewing the ultrasound guidelines. Pt did not make any allegation of their lead. Pt reported they started having back spasms in april 2024 and quit using the stimulator because pt was not sure if the stimulator tripped the muscle spasms or not. The back spasms were in the upper back and the stimulator was implanted for the lower back. Pt also reported right around where the scar was, where the leads were inserted down the spine, had been itching 'as you can ever believe'. Pt used the back scratcher to scratch. Pt stated the surgeon  did not tell the pt that like after 10 years or so the neuropathy within the nerves that have been buzzed to death basically do not function any longer. Pt also said they were not sure if the device was working anymore because every time they go to charge it it was displaying 'call your doctor'. Pt was not sure but thought it was eri. Reviewed the meaning of the code, reviewed eri was expected, redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated that they met with a manufacturer's representative last week and the representative determined that the implant was nearing eri (elective replacement interval). Caller stated they have not used the implant for months because they have been having back spasms so they said it was dead. Caller stated that the healthcare provider wants to change out the battery, and caller is wondering if we make full body MRI eligible systems. Caller mentioned that they got trigger point injections which did no good whatsoever and they didn't address the pain where the coil is in the mid spine thoracic region. Caller noted that the scar in the thoracic region feels like it has little slivers in it all the time and it is itchy. Caller requested to get in touch with the rep. Agent reviewed role of rep and redirected to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6), implanted: (B)(6) 2016. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.